Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. The device history record review revealed nothing relevant to the event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Device discarded by the facility.

Event description:
It was originally reported that a meniscal cinch was used for an acl reconstruction/meniscal repair procedure. The peek implant broke into pieces once it was through the meniscus. The pieces were removed. Follow-up investigation: the or scrub nurse reported that the surgeon could not tighten the cinch properly. When he pulled on the sutures both peek implants pulled out of the meniscus and at that time one of the implants broke into two pieces. All pieces were easily retrieved as they were still on the suture. Pieces of the ar-4500 were discarded by the facility. Surgeon then performed a meniscectomy on the patient.